Manufacturer narrative:
The tandem pump user guide instructs the user to remove any residual air from the cartridge. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported persistent occlusion alarms occurred. Reportedly, the customer was not removing the air from their cartridge during the loading sequence. Tandem customer technical support informed customer that is off-label per the user guide. The customer went to the emergency room as was subsequently hospitalized with a blood glucose level of 500-600 mg/dl. The customer was treated intravenously with fluids of saline and insulin and given manual dose injections in the hospital. The customer was released on (B)(6) 2024, with no permanent damage and issue resolved.